Event description:
The incident involved a tego¿ connector. The initial reporter stated that, during use with a patient, the connectors did not connect properly with the hemodialysis catheter. The connectors have spontaneously detached while the patient was connected to the equipment. The product was not contaminated and it was not reprocessed or re-sterilized. No medication was used while using the connector. The event occurred during patient use, there was delay in therapy, and no one was harmed as a result of this event. This is the second of two reported events.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer should be blank. Updated information can be found in d9.